Event description:
It was reported to covidien on 02/15/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the exit site of the pt became inflamed and turned black with use of the ruby palindrome. Catheter was removed and replaced with a base palindrome without silver coating.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.